Event description:
It was reported to nova biomedical that a consumer received a result of 396 mg/dl on their blood glucose meter at 6:07 am. The consumer administered 6 extra units of insulin. At 9:04am the consumer tested again getting a result of 322 mg/dl. The consumer experienced a hypoglycemic event and had a seizure. At 9:56am his fiancé tested him and received a result of 296 mg/dl and the consumer experienced another seizure, at this time, the fiancé called for medical intervention. At 10:16 am, the paramedics tested the consumer with the nova meter and strips getting a result of 338 mg/dl. Then they tested with their freestyle glucose meter getting a result of 42 mg/dl. Paramedis administered IV glucose. When the consumer arrived at the hospital, they tested him again, getting a result of 148 mg/dl and was given applesauce and soda. It was discovered the consumer was using expired test strips which is against our directions for use. The difference in the readings was determined to be clinically significant. The test strips in question will not be returned for eval, rep advised the consumer to discard expired test strips.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.